Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The customer reported to have replaced the gui cpu pcb. The covidien service engineer (se) updated the software to the current revision. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient the graphic user interface (gui) inoperative indicator light on an 840 ventilator was lit and the display was blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.